Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed in ada site 3, a failure occurred upon insertion in type iii bone. The implant did not obtain primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed in ada site 3, a failure occurred upon insertion in type iii bone. The implant did not obtain primary stability. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).